Manufacturer narrative:
One handpiece injector was received for the lens becoming stuck in the cartridge which damaged the lens. The lens had to be removed from the anterior chamber, resulting in additional surgical trauma. One handpiece injector lot number was identified with this complaint, manufactured in june 2006. The device history record for the lot was reviewed. No anomaly was found during the device history record review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates no other complaints for this reported issue. A visual inspection of the handpiece injector was performed using 15x magnification and was deemed unacceptable. The iol handpiece injector plunger has an upward position in the back section of the plunger and then a greater than normal downward bend in the front section of the plunger. A dimensional plunger position height check was performed and deemed conforming. The plunger had been bent farther down in the front to compensate for the upward position in the back of the plunger. A functional thread to barrel engagement check was performed and deemed unacceptable. The threads had heavy grinding, but were able to advance. A functional lens delivery test was attempted by the huntington facility. The plunger scraped the interior floor of the cartridge; some difficulty with advancement. No lens damage observed. The evaluation does confirm the injector had a bend up and down plunger configuration, which may have cause the damaged to the lens. Functional testing did confirm the plunger did scrape the cartridge bottom surface and had some difficulty advancing due to the overly downward bent plunger. It appears that the plunger was bent down by the end user in an attempt to compensate for the upward position in the plunger of this very old nine year old injector. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, there were two lenses that caused surgical trauma due to being stuck in the cartridge and trailing haptic breaking. The surgeon did not know what was causing the damage, therefore is considering the handpiece used at the time of the event as a cause for the patient's additional surgical trauma. Additional information was requested. The surgical trauma caused by the lens being stuck during delivery was reported in manufacturer report #1119421-2015-05806. The surgical trauma caused by the broken trailing haptic was reported in manufacturer report #1119421-2015-05807. This report is for the handpiece used at the time of the event.